Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the implantable cardiac monitor (icm) exhibited undersensing noted on the atrial fibrillation (af) episodes. Programming changes was suggested, no change or intervention was reported. The patient was in stable condition.